Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not available. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section h3 (no): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the cartridge split, could no deploy the intraocular lens (iol). The extent of patient contact was unknown. Through a follow up, it was learned that the tip of the cartridge was damaged. It was indicated that there was patient contact, only the cartridge tip made contact with the patient's right eye. The procedure completed successfully using a backup lens. No medical/surgical intervention or additional maneuvers required and there was no patient injury reported. It was noted that the device will not be returned, it has been discarded. No further information was provided.